Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting enough pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was discarded and will not be returned.